Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an IV set leaked from the upper luer valve. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.